Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was above 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.